Event description:
It was reported that during a routine pulse generator change out procedure, the right ventricular lead exhibited a fracture. The lead was capped and replaced successfully. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.